Event description:
It was reported that pump experienced a malfunction with malfunction code displayed and no notable events occurred beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Elevated bg was addressed by correction injection using multiple daily injections, did not require assistance from a third party. Customer unable to perform reset at the moment. Customer is not near pump or supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.